Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable ise indirect for gen.2 results for two patient samples. Of the data provided, only the sodium results for one sample were discrepant. The initial result was 133 mmol/l and the repeat result on another cobas 6000 c (501) module was 141 mmol/l. The initial result was reported outside of the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The customer had calibrated in the morning but the qc had some low but in range results which they stated were not addressed prior to testing patient samples. The field service representative found the solenoid valve tubing was ripped. He replaced the tubing and ran acceptable precision testing the customer successfully ran calibration and qc with all results acceptable.